Event description:
Subsequent to the initial report that filed it was reported that the procedure was to treat a segment in the popliteal area and the area was prepped with an unspecified 5mm balloon for three minutes. The supera partially deployed into the introducer sheath until the last 5mm. The device was removed under fluoroscopy. Another unspecified device was used to successfully complete the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported activation failure was unable to be replicated in a testing environment due to the condition of the returned device. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the delivery system was bent in the anatomy such that the ratchet was unable to properly/fully engage the stent resulting in the reported deployment difficulty/activation failure. Interaction and/or manipulation of the device resulted in the tip of the device inadvertently becoming caught on the deployed stent; thus as the compromised device was withdrawn resulted in the stent being pulled into the introducer and ultimately resulted in the reported tip separation/noted tip jacket and inner member separations. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that when attempting to deploy the 4.5x150mm supera self-expanding stent the stent would not release from the system. During this attempt, the tip separated and the entire supera ended up in the sheath. There was no adverse patient effects and no clinically significant delay reported. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.